Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false occlusion alarms which were not reproduced during evaluation. False upstream and downstream occlusion alarms were verified through a review of the event history log but were not determined if the alarms were true or false. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false occlusion alarm. There was no patient involvement. No additional information is available.